Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: endovascular ascending aortic repair in type a dissection: a systematic review ahmed, y, houben, ib, figueroa, ca, et al. . J card surg. 2020; 1¿ 12. Https://doi.org/10.1111/jocs.15192 among the entire cohort all-cause mortality rate was 9%. There was no information to suggest any of medtronic device failures caused or contributed to the deaths, mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in conjunction with non mdt stent graft systems in patients with type a aortic dissection (taad) undergoing tevar on unknown dates. The following adverse events were reported: unknown endoleaks. The cause of the adverse events are undetermined.